Event description:
"It was reported that the doctor wanted to find out whether he was still in the left side of the heart with the sheath. For this he aspirated over the side port of the sheath. At this time a .035" guide wire was positioned in the sheath. Blood as well as aire were aspirated. He removed the guidewire and introduced a dilator into the sheath, but he still aspirated air. During a last attempt, he aspirated through the dilator, which did not work either. Following this, he replaced the sheath with a new one, which worked just fine. The device aspirated air through sideport with dilator inserted into valve. The pt was not injured."